Event description:
Pt was a (B)(6) male with a right internal carotid artery (ica) occlusion. Physician made one pass with a merci retriever v 2.0 firm. Pt had a thrombolysis in cerebral infarction (tici) score of 3 after treatment. Post-operatively, a subarachnoid hemorrhage (sah) was confirmed at m1-m2 junction of right middle cerebral artery. Coil embolization was performed for the sah as a medical intervention. Pt expired 10 hours post procedure due to intracranial hypertension tissue plasminogen activator (t-pa) was not used during procedure. Physician believes that the merci retriever may have caused the sah since the sah was confirmed to be around where the merci retriever had been deployed. Physician also believes that the pt's outcome was due to intracranial hypertension attributed to the sah.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.0 firm device could not be reviewed.